Event description:
Customer reported she was having issues connecting the insulin pump and the transmitter. Customer reported low blood glucose of 45 mg/dl. Troubleshooting for the connection problems was performed. No further information reported.

Manufacturer narrative:
The transmitting failed due to damaged contact pin three.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.